Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study and a manufacturer representative (rep). It was reported that the patient's weight at baseline was (B)(6) lbs. It was also clarified that the event was resolved on (B)(6) 2014 rather than (B)(6) 2014. No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 3387s-40, lot# va07bbf, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that the patient developed an infection around the connecting cables. The diagnostic methods included an examination on (B)(6) 2014 that resulted in the identification of a small amount of pus and inflammatory tissue around the connecting cables behind the patient's ear. The etiology was stated to be possibly related to the device/therapy, but not related to the implant procedure; an other etiology of an infection around the connecting cables was noted. The actions/interventions taken to resolve the issue included explanting and not replacing the leads and extensions on (B)(6) 2014. On (B)(6) 2014, the patient again entered surgery, but a surgical observation noted that the infection remained at the intersection of the deep brain stimulation (dbs) electrode and connecting cable behind the patient's ear. It was decided to not re-implant the implantable neurostimulator (ins). Instead, the entire system was removed the same day. The event was resolved without sequelae on (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the lead was explanted and not replaced on 2014-(B)(6). No further complications were reported.